Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the articulating arm did not work because it was loose; it was not possible to fix it. No patient was present at the time of the event.

Manufacturer narrative:
Correction: manufacturing date updated. The arm was returned to medtronic for analysis. Analysis revealed that the handle of the returned vertek arm was locked up. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.